Event description:
The patient feels uncomfortable; has an unusual, uneasy feeling like something is internally not right and not detected when he uses his freestyle libre system (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).